Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving fentanyl ( concentration 1500mcg/ml dose 9.2mcg/day) and bupivacaine (concentration 30mg/ml dose 0.184mg/day) via an implantable pump. The indication for use was malignant pain. The patient's medical history was noted as metastatic colon cancer with related neuropathic pain. The patient was seen in clinic on this report date with complaints of painful spinal incision site since the day prior; wound dehiscence was noted so patient brought into the operating room for wound exploration. Debridement and irrigation of site was done; the physician explanted the intrathecal segment of catheter only (33.5 cm) and ligated the remainder of the implanted catheter off (50.8 cm) with intent to let incision site heal and in approximately one month splice an 8782 spinal segment onto the existing implanted catheter. The infusion rate was decreased to minimum .006 ml/day by a factor of 97% just to keep rotor turning as patient was not receiving any medication; the personal therapy manager was disabled. The patient was started on regimen of increased oral narcotics; the doctor was to follow up with patient to see if wound heals to a point where a new spinal segment can be implanted and resume drug delivery therapy. The issue was not resolved at the time of this report and patient status was alive - no injury.

Event description:
Additional information received from the manufacturer representative indicated the remainder of the catheter and the pump were explanted. The pump kept bumping into the hips and ribs of the patient and since the catheter was ligated on (B)(6) 2015, the patient had no increased pain from cessation of therapy. The pump was released to the patient's husband after the expected residual reservoir volume was withdrawn; pump refilled with 20ml of preservative free normal saline and 0.3ml prime was performed to clear the internal pump tubing.